Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer's meter and test strips were requested to be returned for investigation. The customer's 1 test strip was returned for investigation and was tested using a retention meter (sn: (B)(4)) with retention control solution (lot: 47788900 expiration date: 30-apr-2021). Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The meter result was 1.2 inr at 10:00 am and the laboratory result was 2.5 inr at 11:00 am. The patient's therapeutic range is 2.0-3.0 inr.